Event description:
It was reported that during a total laparoscopic hysterectomy, ¿relax pressure on blade¿ was displayed during use and the device became not to be activated. The error was displayed 3 times. After the device was re-assembled, ¿tighten assembly¿ was displayed. When the device was used to cut the neck of uterus, the blade contacted with a pipe for the vagina and an unexpected noise was heard. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent the device was returned with the blade scratched and cracked. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 instrument error screen was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Probable causes of blade damage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.